Manufacturer narrative:
Received two plpul2020 in opened original packaging. Lot number was verified. Performed a visual inspection, the complaints have been confirmed. The plastic piece within the distal tip of the pencil that holds the electrode is broken and cannot hold the electrode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 27 complaints, regarding 40 devices, for this device family and failure mode. During this same time frame 3,547,540 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised the plumepen®ultra is equipped with several key features for the surgeon¿s convenience. Surrounding the electrode blade is a translucent plastic tube that allows the blade and tube to be positioned at varying lengths to most effectively capture surgical smoke plume as it is created. Rotate the cam locking mechanism to the unlock position. Extend capture port / blade to desired length. Please note capture port and blade move together. Turn the cam locking mechanism back to the lock position and ensure that the tube is securely locked in place. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown procedure on an unknown date when it was reported, ¿we recently sold plumepen ultra smoking pencils to the government hospital and found out that the inner plastic tube that is designed to be inserted and held the electrode was broken during the surgery. The electrode was then fell out from the plumepen ultra smoke evacuation pencil.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as being completed without any report of delay. Further assessment questioning found that the device fragmented; however, the fragmentation had no contact to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown procedure on an unknown date when it was reported, ¿we recently sold plumepen ultra smoking pencils to the government hospital and found out that the inner plastic tube that is designed to be inserted and held the electrode was broken during the surgery. The electrode was then fell out from the plumepen ultra smoke evacuation pencil.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as being completed without any report of delay. Further assessment questioning found that the device fragmented; however, the fragmentation had no contact to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.